Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) episodes due to premature ventricular contractions (pvc). It was further reported that the icm was undersensing pvc's. The device remains in use. No patient complications have been reported as a result of this event.